Manufacturer narrative:
E1 initial reporter first name: (B)(6). E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a hypotube break occurred. The target lesion was located in the proximal left circumflex artery (lcx). A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. A procedure was started with a non-boston scientific guide catheter, wire and balloon. A calcium was found in the lcx; hence, a wolverine was used. Upon advancing the cutting balloon, it was noted that the hypotube broke. The device was removed and completed the procedure with another of same device. No patient complications were reported. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and severely calcified lcx. The device was simply pulled out from the patient's body.

Event description:
It was reported that a hypotube break occurred. The target lesion was located in the proximal left circumflex artery (lcx). A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. A procedure was started with a non-boston scientific guide catheter, wire and balloon. A calcium was found in the lcx; hence, a wolverine was used. Upon advancing the cutting balloon, it was noted that the hypotube broke. The device was removed and completed the procedure with another of same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter first name: (B)(6). E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6).